Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during a gastric sleeve procedure the product broke and was unable to grab suture. While the product was being used to close the fascia, a piece broke off inside the patient; the piece was removed and a new weck was used.

Manufacturer narrative:
(B)(4). The device was returned and sent to the manufacturing site (bridgemedica) for investigation. Bridgemedica reports "there were no images of the falling unit and the unit was misplaced and unavailable for a physical review. Additionally, no lot number was provided to allow for a DHR review."

Event description:
Reported issue: during a gastric sleeve procedure the product broke and was unable to grab suture. While the product was being used to close the fascia, a piece broke off inside the patient; the piece was removed and a new weck was used.